Event description:
It was reported that a basal/bolus infusor over-infused. This occurred during a patient infusion of 10 ml of fentanyl citrate, 40 ml of saline, and 0.25 ml of droperidol. The reporter stated that the solution completely infused in 18 hours instead of the expected 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates for lot 13j079: september 24, 2013 - september 25, 2013. The actual infusor unit was returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional flow test were conducted with no issues. There was no physical abnormality observed and flow rates were within specification. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.